Event description:
Prior to use, as the rptr was removing the cap from the syringe, he received a needle stick because the needle was bent backward and protruded out of the cap. The rptr also stated that approx one year ago, he experienced a similar problem when handling a bag of syringes; he was stuck by a needle protruding through the sheath.